Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted into the distal biliary duct of a patient on (B)(6) 2010. This procedure was performed as part of the (B)(4). According to the complainant, a cholangiogram revealed a distal biliary stricture on (B)(6) 2010. The patient had undergone a previous sphincterotomy, and the stricture had been treated with one plastic stent. During the biliary stenting procedure on (B)(6) 2010, the plastic stent was removed and an additional sphincterotomy was performed. The physician was able to deploy the study stent in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, the subject experienced a liver abscess. The patient was treated with medication. This event was noted to have been resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4) - patient treated with medication. Foreign source: (B)(6). Study source: (B)(4). As the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.